Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the solution in the reservoir was not flowing which was causing the device to think it was overheating. There was no patient involvement, and no patient adverse event reported.

Manufacturer narrative:
D9: date returned to mfg.: 1/27/2025. D4 - model number, serial number, primary UDI number, g4 - PMA/510(k) number, h4 - device mfg date, h3 and h6. Codes: updated. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device pump, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device pump was replaced, and the device passed all testing.